Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation (left)/ failure to occlude (close) fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack on (B)(6) 2014 and gastroesophageal reflux disease. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin calcium (lipitor) since (B)(6) 2016, bupropion (wellbutrin) from 2015 to 2016, ibuprofen (motrin) since 2009, multivitamin since 2004 and omeprazole since 2005. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") with abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("bladder or urinary problems or changes") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),surgical removal of coil(s).essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, adenomyosis and vulvovaginal pain outcome was unknown. The reporter considered adenomyosis, dysuria, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2009 & (B)(6) 2010 : hysterosalpingogram: total bilateral occlusion, unilateral occlusion (right tube occluded) healthcare provider told that during first confirmation was told I needed to have essure placed again on one side: after second confirmation test. Was told both sides were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation (left)/ failure to occlude (close) fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 627743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack on (B)(6) 2014 and gastroesophageal reflux disease. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, atorvastatin calcium (lipitor) since (B)(6) 2016, bupropion (wellbutrin) from 2015 to 2016, ibuprofen (motrin) since 2009, multivitamin since 2004 and omeprazole since 2005. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("bladder or urinary problems or changes") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), and surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, adenomyosis and vulvovaginal pain outcome was unknown. The reporter considered adenomyosis, dysuria, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2009 & (B)(6) 2010 : hysterosalpingogram: total bilateral occlusion, unilateral occlusion (right tube occluded) healthcare provider told that during first confirmation was told I needed to have essure placed again on one side: after second confirmation test. Was told both sides were occluded. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), dysuria, adenomyosis, perforation (fallopian tube) were added. Lot number & lab data updated. Concomitant & historical conditions drugs added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.